Event description:
It was reported to nova biomedical that a consumer was getting higher than expected results all morning. The consumer was not feeling well so he called for medical intervention. When the emts arrived they tested the consumer getting a result of 400 mg/dl and brought him to the hosp. The consumer was treated with insulin and released. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in reported in this event will not be returned for evaluation.